Event description:
This is a verbatim report as received by valeant from sanofi-aventis: this spontaneous case was an initial report reported by a physician to a sales representative on (B)(6) 2012 plus subsequent follow-up report received from a nurse on (B)(6) 2012. This report refers to a (B)(6) female pt. The pt medical history included chronic cough, actinic keratosis, anal cancer and allergic reaction to antibiotics. The pt concomitant medication included lidocaine, restylane, renova, xanax, lexapro, atrovent and ibuprofen. The pt initiated poly-l-lactic acid (sculptra aesthetic) (lot = 1a1041 and expiration date 02/20/2014) 1 vial with 7cc sterile water and 2cc 1% lidocaine into cheek, temple and marionette area for cosmetic purpose. Before the injections of poly-l-lactic acid she was given betacaine lidocaine tetracaine 6-8-8%. In (B)(6) 2007 and (B)(6) 2011, the pt was given (restylane) I marionette area and medial cheek area, and no complications with any of these treatments. The physician stated that in (B)(6) 2011, the pt has had chemo and radiation for anal cancer that may have nothing to do with this eruption. On (B)(6) 2011, the poly-l-lactic acid was injected into zygomas area, lateral chin and cheek hollows at an unspecified dose and frequency. On an unk date in (B)(6) 2011, she developed large visible nodule (B)(6) months after poly-l-lactic acid injection which developed over a few weeks. On (B)(6) 2012, the pt came in complaining of nodules that were in similar locations to where the pt had poly-l-lactic acid. A punch biopsy of the left zygoma did not show granulomas but amorphous material consistent with poly-l-lactic acid. On (B)(6) 2012, hyaluronldase (vitrase) 15 units were injected into the temple and "sun" into zygoma. On (B)(6) 2012 intra-lesional kenalog was injected into the modules. On (B)(6) 2012, she was injected with steroid. In the follow-up report, the nurse suspects the event of nodules on face that were painful to touch was related to poly-l-lactic acid. The nurse also thinks anal cancer treated with radiations and chemotherapy played a role in the pt's event. The outcome of the event was ongoing. The causality of the events were not provided. No further relevant info provided. This report corresponds to case 1 of 2 ((B)(4)). Additional info for poly-l-lactic acid (lot # and expiration date unk) from (B)(4) dated 12/10/2012, received by (B)(6) on (B)(6) 2012. An investigation has been performed and the results are discussed here as follows: since no batch number was communicated, the documentation relevant to all the sculptra batches still on the united states market and not yet expired up to the end of 2011 was re-controlled. For each batch, both semi-finished and finished (packaging) documentations have been re-checked and no anomalies linked to the event reported have been picked out. The verified batches were: batch a9029, batch a9030, batch a9033, batch a0034, batch a0035, batch a0036, batch a0037, batch a0038, batch a0039, batch a1040, batch a1041, batch a1042, batch a1043, batch a1044, batch a1045, and batch a1046, batch a1047 and batch 1048. The analysis certificate at the release step of all the batches listed above has been re-checked and all the results were conforming to specifications. The investigation did not point out anomalies related to the quality of the batches released for the market; nevertheless, since anagni is not responsible for medical evaluations, we reserve to close this complaint as no conclusion possible. Additional info received from a nurse on (B)(6) 2012: the pt's date of birth, onset age and initials were updated. Corrective treatments, medical history and concomitant medications were added. The reporter's opinion was added. Outcome of the event updated. No further relevant info provided. For reference purposes only, this case has also been assigned the following tracking number: (B)(4). This case was received by sanofi-aventis on (B)(6) 2012 and forwarded to valeant as a serious case on (B)(6) 2012.